Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with epigastric pain and epigastric area incisional hernia thereby underwent open repair with implant of sepramesh ip (device 1). Per op notes, ¿an incision was made over the midline at the palpable protrusion of the intra-abdominal contents. The hernia sac was identified with some incarcerated omentum within which was noted to be chronic and scarred up. A sepramesh ip (device 1) was placed at the swiss-cheese defect inferiorly and tacked up with sutures.¿ (B)(6) 2018 - patient was diagnosed with multiple incisional hernias thereby underwent open repair. Per op notes, ¿the upper abdominal incision was re-incised from below the xiphoid to the periumbilical region. The largest of three hernia sacs were identified. Adhesions were noted and lysed. Dense adhesive band extending to the right pelvic side wall was noted and excised. Multiple areas of very thin bowel appeared to be edematous. The hernia was repaired primarily with suture.¿ (B)(6) 2020 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of ventralight st mesh (device 2). Per op notes, ¿a midline upper abdominal incision was incised and taken down into the hernia sac. The hernia sac was entered and identified incarcerated transverse colon. Adhesions to the peritoneum were taken down. A ventralight st mesh (device 2) was placed and adhesive barrier was placed toward the intraabdominal contents and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.